Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and reviewed. It was observed that there was some tortuosity in the right femoral artery and a region of the abdominal aorta that appears wider than the thoracic descending aorta. Per the procedural training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification". No steep insertion angle was used. The patient's vessels were "well sized and not overly calcified or tortuous". However, review of imagery of patient's anatomy showed some tortuosity present in the femoral arteries and a widening of the abdominal aorta. The shape of the patient's known aneurysm could influence the pathway for the devices, increasing curvature, and potentially contribute to non-axial alignment of the devices. Available information suggests patient factors (tortuosity) and/or procedural factors (non-axial device alignment) may have contributed to the resistance. Tortuous patient anatomy and the potential challenging pathway induced by the aneurysm can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, causing resistance and increasing advancement forces. Available information suggests patient factors (tortuosity) and/or procedural factors (non-axial device alignment, high push force) potentially contributed to the liner puncture as it was reported that "there was some resistance during valve insertion, but then the implanter felt a release and kept pushing". During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to liner damage due to direct interaction with crimped valve. With the crimped valve and delivery system alleged exposed through the liner puncture, it is possible for the valve to have interacted with the anatomy, resulting in rupture. Available information therefore suggests patient factors (tortuosity) and/or procedural factors (non-axial alignment) may have contributed to the initial resistance, while these same factors and use of high push force could have then led to the alleged liner puncture. However, without procedural imagery or a returned device/device imagery, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, the commander delivery system kinked and exited through the seam of the esheath+. The patient had aneurysmal vascular anatomy, but the vasculature was otherwise well-sized and not overly calcified or tortuous. It was noted that there was some resistance during valve insertion, but then the implanter felt a release and kept pushing. During insertion, the delivery system became kinked and exited the esheath+ into the peritoneal space, leading to suspected perforation of the common iliac or distal aorta. The injury was located in the descending aorta. A coda balloon was inserted and CPR was performed in response to the vascular injury. Despite these interventions, the patient expired on the same day.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.